Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over fusion. The customer states "the patient arrived to the ICU, the 100ml in 0.9 insulin bag was empty, it was supposed to infuse at 1unit/hr. Additional information provided: the customer requested the case be closed stating "our risk department did some investigating, and it was user error that occurred." Although requested no additional information will be provided by the customer, no devices will be returned."